Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system would not take an image. All of the other commands on the system seemed to be working. There were no error messages. Additional information from the manufacturing representative on 2018-apr-17 reported the site informed them that the issue had not returned. There was no patient present when this issue was identified. No further information was provided.